Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported on (B)(6) 2018 the caller was unable to turn the ins off because they saw an oor on the patient programmer. During the call the oor bypass instructions were reviewed. The caller reported seeing on, ok, letter b, and 2.50 which was the patient had his settings at. The caller was redirected to the healthcare professional for further investigation. The caller reported they had an appointment scheduled for (B)(6) 2018. No complications were reported or anticipated.